Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump time was incorrect. Reportedly, the customer corrected the pump time and resumed insulin therapy. Additionally, it was reported that multiple minimum fill notifications occurred after filling the cartridge with approximately 300 units of insulin. Customer's blood glucose ranged from 87-105 mg/dl. The customer indicated that no backup insulin therapy method was available. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.